Event description:
Upon reviewing the flag files for a (B)(6) male pt, zoll customer support observed an abnormal shutdown (code 107). Zoll customer support contacted the pt and provided him with a replacement monitor.

Manufacturer narrative:
Device eval summary - device eval of monitor sn (B)(4) has been completed. The reported problem (code 107) was confirmed. Upon eval, the ribbon cable, connector j502 and u201 on the computer analog board were corroded. The cause of the corrosion was contamination. The cause of the contamination was ingress of an unk liquid. The root cause of the liquid ingress was unable to be positively identified. No adverse event resulted from the defective monitor. The pt received a replacement monitor.